Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion and prime/a33 or verify excessive no delivery alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that the insulin pump was not working with the sensor. The customer did not provide their blood glucose value at the time of the incident. The customer did not provide information on events leading up to the incident. The customer declined to troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.